Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, constant upstream occlusion was not reproduced. A review of the history log revealed multiple occurrences of upstream occlusions. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. No device correction is required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had constant upstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.